Event description:
Technical services received a call on 08/10/2011 from sales rep. It was reported the lead was not working. No other information was available at this time. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).